Event description:
On (B)(6) 2012, it was reported that the patient experienced hyperglycemia with positive ketones and emesis. The reporter stated that the patient's blood glucose (bg) was between 385mg/dl at 5:18am and 433mg/dl at 8:22am. It was reported that the patient's health care provider instructed the reporter to treat the bg excursion with insulin via syringe, the reporter treated the patient at 9:00am, and bg resolved to about 200mg/dl by 3:30pm. In addition to the event on (B)(6) 2012, the reporter stated that the patient experienced elevated blood glucose on (B)(6) 2012 (372mg/dl), on (B)(6) 2012 (97mg/dl to 259mg/dl), and on (B)(6) 2012 (280mg/dl to over 600mg/dl). The reporter reviewed the pump and supplies with customer technical support (cts) with the following findings: the reporter confirmed that pump settings were correct. The cartridge and infusion set were changed several times between (B)(6) 2012 and (B)(6) 2012, including the morning of the event. The prime history indicated that the prime step was not complete on (B)(6) 2012 but the reporter stated she may have read the history incorrectly and was unable to confirm. The reporter denied issues with any tubing, cannula, site, or insulin. There were no reported illnesses or fever. The reporter removed the cartridge for inspection and said there were many air bubbles in the cartridge; there was dampness at the end of the cartridge and around the opening of the cartridge compartment. The reporter denied loose connections between the cartridge and the tubing. There was no report of visible damage to the cartridge but the tubing was said to be intact. This complaint is being reported based on the following conclusion: the patient was said to have experienced bg and symptoms that suggest a serious injury and there is an allegation that the cartridge leaked insulin. There is no indication of pump or infusion set malfunction.

Manufacturer narrative:
The cartridge lot number is b201574. The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 and (B)(4) 2012 with the following findings: a reserved sample from lot number b201705 was tested on (B)(4) 2012 and the return sample was tested on (B)(4) 2012. A visual inspection, leak test, fill test and force test was performed on the cartridge with no defects found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.